Manufacturer narrative:
The device was received and evaluated for the complaint regarding the needle button released event. Device 048433-a was received with the needle release button in the depressed (step 2 of 2) position. This state indicates that the needle release button was activated to retract and lockout the needle mechanism. The needle mechanism was tested and pass with no issue observed. The complaint could not be confirmed for this device.

Event description:
The patient reported the v-go 40 device that the needle button released on it's own.